Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer was hospitalized for high blood glucose levels with a reading of 800 mg/dl. The wife stated that the customer ran out of all supplies and had not checked his blood glucose levels in three days. Unable to troubleshoot the insulin pump, as the customer had not supplied and was not feeling well. Nothing further was reported.